Manufacturer narrative:
The blade subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the blade broke at the mount. The returned blade was measured where possible and all critical specifications were met. It was determined that the break was potentially consistent with previous breaks where the handpiece may not be functioning correctly; however, this cannot be confirmed. The definite root cause is undetermined.

Event description:
It was reported that during a total knee arthroplasty procedure, the blade broke at the mount. It was also reported that there was a minimal delay while a new blade was opened. It was further reported that there was no adverse consequences as a result of this event and the procedure was completed successfully.